Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) model 1625, serial number 102338, was explanted due to normal battery depletion. The ICD had been implnated for 33 months. Reliability assurance testing identified premature battery depletion.